Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support about the issue, which occurs due to a variance in pressure measurements affecting the insulin calculation. Once the insulin remaining matches the static number, the fill estimate will adjust and count down normally, which the customer understood and acknowledged.